Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer experienced a blood glucose level that was elevated and high levels of ketones; bg values were not provided. A supply change was performed to address bg/ketones. A system check was performed and the pump performed as intended. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections available.